Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The pump was alarming and had reset again (date unknown). The pump had been in safe mode multiple times prior. The patient was looking to transfer care for travel reasons.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving hydromorphone with concentration 20 mg/ml at a dose rate of 7.997 mg/day and clonidine with concentration 55 mcg/ml at a dose rate of 21.992 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that in (B)(6) of 2015 the patient underwent a revision regarding their stimulation device and they subsequently experienced pain; a motor stall was noted as having occurred. The date 2015-10-01 is considered an approximate date of event. The patient was further noted having had an implantable neurostimulator (ins) from another manufacturer. Regarding the stimulation system having been revised previously in october of 2015, it was indicated that the percutaneous leads were changed to paddle leads. On (B)(6) 2016, the patient was currently in the emergency room (ER). The company representative was requested via email to come and check the patient's pump for a motor stall. It was noted that they wanted the pump read due to the pump motor having previously stalled. The pump was just read and the company representative did not see any issues in the logs; no active pump alarms were sounding. The pump had 19 months to elective replacement indicator (eri) and there was 14.7 ml in the reservoir. It was noted that the patient did report that the pump was helping her some. It was indicated that ever since the revision performed in october of 2015, the patient was having this pain. The patient was having spasms and was asking for antispasmodics. The company representative was leaving them information about the pump and they were now waiting for the ins rep of another manufacturer to come and check that system. No further actions were requested of the representative who checked the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.